Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by the presence of fibrin. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. Causality for the events was attributed to an episode of touch contamination, which is further supported by the presence of a gram-positive bacteria in the patient¿s effluent fluid cultures. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a patient line is blocked alarm. During the call, the contact stated that the patient was in the hospital due to an infection, prescribed medication and discharged. Upon follow-up with the patient¿s peritoneal dialysis registered nurse [(pd)rn], revealed the patient was hospitalized on (B)(6) 2020 through (B)(6) 2020 for peritonitis. The pdrn reported the peritonitis was due to touch contamination, during continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler. The pdrn stated the patient demonstrated and acknowledged poor aseptic technique during pd therapy. The pdrn reported peritoneal effluent fluid cultures (date of culture not provided) obtained during the hospitalization were positive for staphylococcus epidermidis, and a cell count revealed an increased white blood cell (wbc) count. The patient was prescribed vancomycin (route, frequency, dose and duration are unknown) and continues pd therapy on the same liberty select cycler post-discharge from the hospital without further incident or adverse event. The patient is recovering from peritonitis at the time of follow-up with the pdrn.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.